Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of cut in the pink rubber and missing ke45 (thixotropic adhesive) at the forceps cover was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut in the probe's pink rubber surface. In addition, ke45 (thixotropic adhesive) is missing at the forceps cover. There was no patient involvement.